Event description:
It was reported that the brakes were not functioning properly on this bed. Allegedly, a pt weighing approx 400 pounds slid to the floor as a result of leaning back on the bed. The bed allegedly moved as a result of the brakes not holding. No injury was reported to pt or user.